Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, high atellica im ca 19-9 results on a patient. Siemens has completed the investigation. The customer had a sample that recovered 144 u/ml with atellica im ca 19-9 reagent lot 466 but was within the normal range with alternate ca 19-9 test methods. The patient had an ovarian cyst and the specialist requested ca125, cea, ca15-3 and ca19-9. All were normal except for the ca19-9. When the sample was treated with a heterophilic blocking tube (hbt), the result was 140 u/ml with the atellica im ca 19-9 assay so heterophilic antibodies are not elevating the atellica im ca 19-9 result. Siemens reviewed the quality control (qc) data provided and there is no evidence of a problem. The customer was not able to provide a list of medications/supplements the patient was taking and there is not enough sample to be sent to siemens for further evaluation. The expected values section of the atellica im ca 19-9 instructions for use (IFU) (10995285, revision 03, 2019-07) indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. A review of internal data indicates atellica im ca 19-9 reagent lot 466 is performing as intended. The cause of the discrepant results seen by the customer when using atellica im ca 19-9 reagent lot 466 is unknown, however siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. The instructions for use (IFU) states the following in the warning section: "the concentration of ca 19-9 in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 19-9 used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of ca 19-9 is changed, the laboratory must perform additional serial testing to confirm baseline values." The instructions for use (IFU) states the following in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The instructions for use (IFU) states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The assay is performing within specification. No further evaluation of the device is required. MDR 1219913-2020-00581 was filed for the initial result from the same patient.

Event description:
A false high atellica im ca 19-9 result was obtained on a patient sample and the reported result was questioned by the physician(s). The laboratory performed repeat heterophilic blocking tube (hbt) testing of the same sample, resulting high. The patient sample was tested with three alternate ca 19-9 test methods, all resulting lower. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, high atellica im ca 19-9 results.